Event description:
This is the second of three reports regarding c4601s - cusa excel 23khz. Standardtip (same reporter, same product ID, same lot number, different pts). A new c4601s tip was used with a c2600 cusa handpiece during liver surgery. The user turned off the cusa excel main switch and then turned it on. The "test" button was pushed. Then, it was reported that the tip was broken in two parts after 10 minutes. The panel showed the tip alarm. Add'l info was requested from the distributor and on (B)(6) 2014, the following was provided: a (B)(6) year old male patient underwent liver surgery. The tip was not being used on the patient at the time it broke. The distributor did not know the circumstances of how the tip broke. The tip was not being used near or next to another metal instrument. There was no pt harm or injury. There was no surgical delay. A replacement tip was available to be used. It was reported that the tip has previously been used one time before.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.